Manufacturer narrative:
This ipg serial number is included in a field correction and field advisories: 1627487-07262012-002-r, 1627487-05242011-002-r, 1627487-12192011-003-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2. Ref MFR report: 1627487-2012-07093. It was reported the pt had been experiencing the system to become hot while recharging the device. The pt indicated the ipg site feels uncomfortable following a charging session. The pt was educated on charging frequently for shorter intervals which resolved the issue. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.